Event description:
Asr revision. Asr xl acetabular system (right).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision recommended, asr xl acetabular system (right). Update from (B)(6) spreadsheet 13 oct 2011: products added. Update- added taper sleeve and date of revision taken from claimsuite email dated 11th october 2012. Update - added s-rom stem and s-rom stem sleeve, added reason for revision. Querying lot number provided for s-rom stem as it is incorrect. Taken from claimsuite dated 27th april 2015 - ab on 27th april 2015. Reason(s) for revision: pain. Update - correct lot number for s-rom has now been recieved and added. Expiry date for s-rom also added. Manufacturing date was unavailable. Taken from email dated 27th april 2015 - ab 28th april 2015. S-rom lot number - 2866698.